Manufacturer narrative:
If explanted, give date: not applicable, as the lens remains implanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that debris was noticed on a aab00 20.5 diopter intraocular lens (iol) after it was placed in the patient's capsular bag. The doctor removed the debris prior to completing the surgery and the lens remains implanted in the patient's operative eye. No additional information was provided.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 02/19/2018. Device returned to manufacturer? Yes. Device evaluation: daisy wheel, swab and cartridge without the lens were returned to the manufacturer. Further investigation could not be performed, as the lens remains implanted. Debris was neither visible nor retrievable from the swab. The reported complaint was not confirmed. Manufacturing record review: manufacturing record review of the production order and related document revealed that the product was manufactured and released according to specification. There was no discrepancy found during the review. A search revealed that no other complaints were received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.